Event description:
Customer had to be treated by a doctor due to having low blood sugar levels. The customer was at work when the event occurred. It was conveyed that the customer was not admitted. Troubleshooting was done and there were no significant findings. Additionally, the customer had question about the vibrate feature and battery issues. The customer stated that the vibrate feature only works when the self test is in progress.